Manufacturer narrative:
Combination product: yes. 04. Nov 2025 update: the patient underwent MRI on (B)(6). It is suspected that the device was not correctly put into MRI mode and instead was set manually to doo 80 with 4.5v at 0.4 msec. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm extract revealed a deflection in the ff channel. Additionally, a warning message indicated that the shock impedance was out of range. It cannot be excluded that the reported MRI examination influenced the electrical parameters. In spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that a high out of range shock impedance was observed. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.